Manufacturer narrative:
On 07/06/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. On 07/19/2016 software investigation completed. Software engineering findings are that the patient logs were reviewed and show the biopsy needle was set to the current probe after the trajectory was locked, so it should have become visible when aligned with the trajectory. Suspect use error in aligning the needle with the trajectory. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site neurosurgeon that, while in a cranial procedure, their biopsy needle was not visible after they locked the trajectory. The surgeon performed troubleshooting steps and opened another biopsy needle, however, it was not possible to track the needle. Issue was not resolved. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.